Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 524640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea,"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea and neuropathy peripheral was resolving and the genital haemorrhage, abdominal pain, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. Following events were added: migraines, headaches and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 524640-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea and neuropathy peripheral was resolving and the genital haemorrhage, abdominal pain, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 524640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and nausea ("nausea,"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy fibromyalgia"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea and neuropathy peripheral was resolving and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, menorrhagia, nausea, neuropathy peripheral, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), nausea, neurological conditions or problems type: peripheral neuropathy fibromyalgia, pain, essure confirmation test-no. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.